Manufacturer narrative:
The pump was received with a blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. The pump was monitored after reconnecting the electronic assembly and no external flash, watchdog, virtual watchdog or resetting alarms were noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states their device was dropped and cracked on the battery compartment. The customer states the device had issues with blank display and pump alarms. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.